Event description:
It was reported the bolus wizard in the insulin pump will not take into account previous bolus and customer will have to lower suggested insulin amount. Customer's mother states this issue does not occur all the time. Customer's mother stated that customer had an issue with an infusion set where he tried to prime and no insulin came out. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.